Event description:
It was reported that during the procedure upon reaching the target location in middle cerebral arteries (mca) the physician made multiple attempts but failed to advance the subject guidewire through the lesion. When retracting it, the outer layer was fractured (core wire not fractured yet). The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.